Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and there was apparent explant damage. The analyst commented that the slitter was not returned.

Event description:
It was reported during implant, the slitter slipped of the lead and the lead was slit. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.